Event description:
Procedure type: valve replacement. According to the reporter: while stapling the right atrial appendage during cardiac surgery, the device failed to seal the appendage resulting in bleeding. The appendage was sutured to control the bleeding. Doctor finney stated that the bleeding was greater than 250cc, not sure about exactly how much as it goes to the bypass machine. The pt did need to be put back on cardiopulmonary bypass to manage the bleeding. Did not result in a separate procedure but the pt did have to go back on bypass in order to stop the bleeding.

Manufacturer narrative:
(B)(4).